Manufacturer narrative:
Eight samples from batch 6079228 were returned for investigation. Representative samples were subjected to visual inspection, epoxy on hub and hub leak tests. No defect was observed or detected on the representative samples. Representative samples met the product specification. Unable to confirm customer¿s indicated failure, hence no CAPA is required.

Manufacturer narrative:
A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6079228. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced the customer's reported issue. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use of the 25 g x 5/8 in. Bd eclipse¿ needle there was white foreign matter on the needle. There was no report of injury or medical intervention.